Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen had a large scratch which made it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/22/2013 with the following findings: during investigation, the display lens was found to have multiple scratches. During testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the up arrow button. All keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was found on the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.